Event description:
A pk papyrus covered stent system was selected for treatment of an aneurysm in the proximal rca. The doctor tried to deliver papyrus after passing through and placing the gw, but the gc jumped into the lv, and the system was removed in order to reinsert the gc. The doctor carefully pulled the stent into the gc. After removal, a dislodged stent was confirmed when the catheter was checked outside the body. A whole-body CT was taken the next day, and a stent-like object was confirmed in the right renal artery. The patient will continue to be followed up and is discharged from the hospital as planned.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause was determined. Pk papyrus is indicated for the treatment of acute coronary artery perforations. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.